Event description:
The dental implant fx6010swc was removed on (B)(6) 2018 due to loss of osseointegration 1 year after implantation. The doctor noted bone resorption during explantation. The patient has no significant medical history. The patient has recovered without complications.